Event description:
On (B)(6) 2014 the patient contacted animas alleging that the previous night, the pump lost power while she was sleeping due to the battery cap not staying on the pump, and she subsequently experienced elevated blood glucose (bg) of 400mg/dl with vomiting after being without insulin for five hours. The patient stated that the battery cap threads were stripped and the battery cap would not stay on the pump. The patient noted that she had taped the battery cap onto the pump. The patient was advised to come off the pump until the battery cap was replaced. The patient denied any damage to the battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to a power issue caused by a damaged battery cap.

Manufacturer narrative:
The pump has not been requested for return. The patient was advised to use a new battery cap to resume insulin pump therapy. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.